Event description:
It was reported that shaft break occurred. The target lesion was located in the left main to circumflex artery. A non-bsc guide wire was advanced to the lesion. A 15mm x 3.50mm nc quantum apex balloon catheter was selected to predilate the lesion. While the physician was advancing the device into the patient's body, the catheter shaft snapped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc quantum apex balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. The balloon was tightly wrapped. The device was returned in 2 pieces; the hypotube was broken off 52 cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There were multiple additional hypotube and shaft kinks noted. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).